Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had mixed products and mislabeled packaging. There was no report of patient impact. The following information was provided by the initial reporter: "per photo provided by the bd rep, it looks like the mat number is correct but the lot# is wrong on the packaging. I ordered bd 5ml syringe luer-lok tip bulk sterile convenience pak from medline. When you open the trays, they are filled with 3ml syringes. The reference number for the product listed on the label is 309703. The lot# is 1148999 with an expiration of 4/30/26."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had mixed products and mislabeled packaging. There was no report of patient impact. The following information was provided by the initial reporter: "per photo provided by the bd rep, it looks like the mat number is correct but the lot# is wrong on the packaging. I ordered bd 5ml syringe luer-lok tip bulk sterile convenience pak from medline. When you open the trays, they are filled with 3ml syringes. The reference number for the product listed on the label is 309703. The lot# is 1148999 with an expiration of 4/30/26."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.